Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was placed and packaging was discarded after the event occurred. A lot history review (lhr) of rebv1691 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that where the packaged folds, the first fold was backwards and they could not open the kit sterilely. The device was used. There was no reported patient injury.